Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. The 2.5x48mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy, and the proximal shaft separated. As the separation was proximal, the sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Two xience xpedition sds were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.